Event description:
The ve lvas implanted in 2000. On 10/22/2001, the facility's nurse informed the MFR's (MFR.) Rep of the following: the pt had blood loss through a hole in the inflow graft and infection. The pt acutely died in-house. Upon pump removal, the hole was confirmed in the inflow graft and the teflon washer from the outflow adaptor conduit was found lodged in the aorta with thrombus attached. The physician requested to be notified of the MFR's analysis results regarding the inflow graft hole and "ptfe" washer. No further details were provided.